Event description:
Related manufacturing reference number: 2017865-2024-71682. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the patient developed a ventricular tremor that was resolved by cardiopulmonary resuscitation (CPR). It was alleged that the patient's underlying condition led to the arrythmia. The lp was not implanted and the procedure was abandoned. The patient was stable.

Manufacturer narrative:
The device was returned for evaluation. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.